Manufacturer narrative:
The concerned vaporizer was checked and tested on-site by drager service-technician. The reported symptoms could not be reproduced. The vaporizer passed all concentration and leak tests. The device is still in use since the reported event. No device failure identified. The file has been closed.